Event description:
The customer had called about a product they wanted to send back. At that time, it was reported that the customer was hospitalized for hbgs a few weeks prior to their calling the helpline. It was indicated that the customer was treated in the emergency room. Since the event, the customer had upgraded to a newer model pump. No further details.